Event description:
The reporter stated that the reporter did the reporter's a.m. Fasting blood sugar test and got 19 mg/dl. The reporter was feeling "a little dizzy" and retested within 10 minutes, and got 80. The reporter does not check the confirmation dot for enough blood or compare to color chart. The report notes that there was uncertainty regarding the test stirp having been inserted completely during testing. The reporter is not on insulin; checks blood sugar each morning. A control test was not done due to unavailability of supplies. No harm was alleged.